Event description:
It was reported that the ilet user experienced fluctuating blood glucose after choosing not to meal announce because prior announcements were perceived to deliver too much insulin, which led to lows. The user missed a dinner announcement that resulted in several hours of elevated glucose before the pump¿s correction algorithm reduced glucose and later trended low, and the user subsequently reset the ilet per healthcare provider guidance and treated lows with oral glucose. Symptoms included hypoglycemia and hyperglycemia ranging from 69 mg/dl to 236 mg/dl. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure, and involvement of the user interface component in the context of not following instructions for meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that contributed to the event.